Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The indication for use was spinal pain indications. It was reported that the patient said they have three settings on and two of them completely won't work anymore. The patient said they started getting in a lot of pain today. The patient stated they had reset the controller and were still not able to get the settings to work. The patient stated the important thing was to get their therapy working again. The manufacturer's patient services specialist (pss) asked the patient to connect with the controller and patient said the controller was 100% charged and the implant was 80% charged. The controller showed setting not available, cannot provide your desired intensity. Pss confirmed that the patient did not have falls or trauma or medical procedure done recently. Pss reviewed the meaning of the message. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.